Event description:
It was reported that a crack in the anti-reflux plug of the bd q-syte¿ luer access split-septum stand-alone device let in air and leaked blood onto the patient's clothes. The following information was provided by the initial reporter, translated from french to english: "the service reports that, following the activation of the audible alarm of the infusion, the nurse detects a blood reflux at the level of the central line as well as the presence of some traces of blood on the patient's clothes. After : stopped the machine, changed the infusion line, checked that the implantable chamber was working properly, the nurse looked for the cause of the problem encountered; it turns out that one of the anti-reflux plugs is cracked and lets through a small amount of air."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 9/13/2021 h.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte connected to a stopcock and extension tubing. A microscopic inspection of the top q-syte top disk was performed. It was identified that the slit in the top disk had tears on both ends. The unit was then tested for leakage in both the actuated and unactuated positions. No leakage occurred in either the actuated or unactuated position. The defect of component damage was confirmed. However, the report of leakage was unable to be replicated in the laboratory setting. Septum damage can occur during the manufacturing process but also during use due to excessive actuations and extraneous force. Both scenarios would have the same appearance; therefore, bd was unable to determine a definite root cause since the unit had been used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack in the anti-reflux plug of the bd q-syte¿ luer access split-septum stand-alone device let in air and leaked blood onto the patient's clothes. The following information was provided by the initial reporter, translated from french to english: "the service reports that, following the activation of the audible alarm of the infusion, the nurse detects a blood reflux at the level of the central line as well as the presence of some traces of blood on the patient's clothes. After : stopped the machine, changed the infusion line, checked that the implantable chamber was working properly, the nurse looked for the cause of the problem encountered; it turns out that one of the anti-reflux plugs is cracked and lets through a small amount of air."